Event description:
Patient reported that he was implanted with prodisc-l in 2008 and his doctor told him the prodisc-l is "moving". This report is #3 of 3 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis.(B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: a product event evaluation was completed (no device was returned). The complaint description generically describes that the patients pdl is moving, with no other information or surgical images provided for review. As the complaint description does not mention how specific components of the prodisc-l assembly are moving relative to one another, it is assumed that the device is moving while remaining properly assembled (i.e. No poly inlay expulsion). The failure mode associated with this complaint is therefore categorized as a loss of plate fixation (i.e. Migration), which is listed on the risk analysis (paper dhf file (B)(4) as (B)(4): potential harms include: could cause pain and /or serious injury to patient (i.e. Vascular, neurological) and require reoperation. Current controls are listed as: keel provides stable initial fixation and plasma sprayed ti porous coating provide long-term fixation with bony ongrowth. Updated labeling 9/1/05 to expand contraindications for osteopenia. The risk assessment lists the severity of harm as 4. Although no clinical symptoms are listed in this complaint, this severity is appropriate as a worst case approximation as re-operation may be required due to the potential migration. The listed occurrence rate for the loss of plate fixation (i.e. Migration) is 2 (greater than 0.01 percent and less than 0.1 percent). Based on the current complaint history, the overall occurrences noted for prodisc-l migration is (B)(4) ((B)(4)). The inferior endplates (pdl-m-ip00s and pdl-l-ip00s) were chosen as the most conservative estimate for implant usage, as the superior endplate and polyethylene inlay both contain the main articulating surfaces and may be replaced intraoperatively if the integrity of those surfaces has been suspected to have been altered by the user during implantation. This calculation includes other open pd evaluations for complaints that have been classified within this same failure mode (complaints (B)(4)). However, it should be noted that classifying complaints into this failure mode category can become extremely difficult with the limited information generally provided in the complaint history. Of the (B)(4) occurrences where migration was noted, (B)(4) are associated with other failure modes that could have potentially been the root cause for the migration (ex. Vertebral body fracture or collapse, posterior element fracture, trauma). Considering those other noted failure modes as root causes for the migration, the occurrence rate would be (B)(4). In addition, in (B)(4) of the total occurrences noted, migration is only generically described, without specific complaint verbiage describing or surgical images specifically showing motion of the entire pdl device or the endplates. These complaints where included in the calculations to reflect the most conservative perspective of the clinical history to date. Either evaluation of the complaint history results in an apparent discrepancy between the actual and documented occurrence rates. An investigation into the root cause of this discrepancy should be performed and will occur as part of additional evaluation subtask (B)(4) associated with complaint (B)(4) . A journal review was conducted to evaluate articles with relevance to the current complaint: in a study by auerbach et al, the authors state: one of the main advantages of using a keelbased tdr (total disc replacement) system is that the keel theoretically provides better fixation to the end plate than the spikes used on nonkeeled tdr devices. A more solid fixation to the surrounding bone may reduce the risk of device migration and anterior displacement that has been described. The authors recommend caution in routinely using the largest tdr implant in all cases because tdr oversizing has been described as a cause of anterior device displacement and tdr revision surgery. Stieber, et al also report a case of a patient who underwent two-level lumbar total disc replacement at l4-l5 and l5-s1 with the prodisc ii prosthesis, who was diagnosed with early anterior migration of the caudally placed device. The authors note that early failure of the prosthesis was most likely due to anterior malpositioning during initial insertion. This could be at least partially attributed to insufficient excision of the posterior annulus and preservation of the posterior longitudinal ligament. Anterior positioning of the device has the potential to position the center of rotation of the device anterior to the patients physiologic center of rotation. Normal compressive forces of the disc space might then cause the device to become fixed in extension, creating a wedge that could then be extruded from the disc space. In the case notes in the paper the authors note that postoperative films on day 5 show the prosthesis is positioned anteriorly at l5-s1 (images at this time point not provided in article). They note that the patient began to experience low back pain and radiculopathy after three weeks, and that lumbar spine films at 4 weeks showed that the device at l5-s1 had migrated to the anterior. Based on the complaint description, the patient claims that they were informed their prodisc-l was moving. Despite the lack of information in this complaint, this has been conservatively classified into the failure mode category of loss of plate fixation (i.e. Migration). Potential causes of the implant migration from the literature could include placement of the device too far anterior, oversizing of the device, insufficient posterior release with an incomplete discectomy. Insufficient information is provided to determine the exact root cause. The complaint is deemed indeterminate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.